Manufacturer narrative:
It was found that the customer had not calibrated the na and cl electrode assays since (B)(6) 2024. Per product labeling, "full calibration must be performed at: every 24 hours after ise cleaning and maintenance after changing any reagent bottle after replacing any electrode as required following quality control procedures.". The investigation did not identify a product problem. The root cause of the event was found to be consistent with out of date assay calibration.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 224.2 mmol/l and the initial cl result was 169.68 mmol/l. The customer questioned the results as they did not match the patient's clinical picture and repeated the patient sample. The sample was repeated and the na result was 142.25 mm and the repeat cl result was 102.60 mmol/l.

Manufacturer narrative:
The na electrode lot number is l8236 and the cl electrode lot number is h5108. The expiration dates were not provided. Na calibration was last performed on 25-jan-2024 and cl calibration was last performed on 31-jan-2024. The qc recovery data provided was acceptable. The investigation is ongoing.